Event description:
A malfunction was reported on a pump, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it, with the malfunction code not recurring after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears.